Manufacturer narrative:
Other text: additional information is provided in d.10., h.2., h.3., and h.6. Three returned samples were received in use conditions without the original packaging. Visual evaluation of the returned sample revealed that a purple/violet coloration in the tube. The complaint is confirmed. Based on the analysis performed on the photo provided, purple/violet coloration in the tube was identified, this type of condition can be generated during reprocessing of samples for subsequent uses due to improper handling or use of lubricants or cleaning solutions not recommended, root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly process. No lot number was provided; therefore, a history record review could not be conducted. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Other, other text: b3, d4: catalog number, lot number, expiration date, UDI number, g5 and h4: device manufacture date is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach was "turning pink" between the silicone and the connector. It was stated "they haven't been using any nebulizer treatments and follow the instructions that come in the box with the trach for washing". No adverse patient effects were reported by the customer.